Event description:
Reporter stated that the pigtail did not perform as it should. Physician said the pigtail wire is suppose to curl, instead it went straight without curling. The pt had a cardiac tamponade, open heart surgery and was transferred to (B)(6) hospital. The pt has been discharged home.